Event description:
The account reported the brake does not hold. The bed was located in front of the emergency room 5 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters swivel and roll when in brake mode. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The brake casters were replaced by the technician to resolve the issue. Based on this information, no further action is required.